Event description:
While giving an inferior alveolar injection to the pt using the suspect medical device, the needle broke at the hub and remained in pt's mouth. Pt was referred to an oral surgeon, who planned to remove the needle after the pt delivered her baby. Pt was two-months pregnant at the time of the event.